Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range shock lead impedance measurements, measuring greater than 200 ohms. Technical services discussed possible causes and provided troubleshooting options. The patient was seen in the clinic and isometrics and pocket manipulation were performed and the impedance measurements during both these tests were stable measuring 56 ohms. It was noted there was noise on the shock electrogram (egm) during these manipulations. The plan is to continue to monitor, and the physician may perform a chest x-ray. At this time, the device and right ventricular (rv) lead remains in service. No adverse patient effects were reported.